Event description:
It was reported that the patient infusion set tape not sticking and high blood glucose and treated with Insulin pen on (b)(6) 2026.

Manufacturer narrative:
E1: Patient Country: Spain. Name- (b)(6). Street- (b)(6). City- (b)(6). State- (b)(6). Zip Code- (b)(6). Based on the available information, this event is deemed to be a Serious Injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under Complaint Investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration Number: Reporting Site: 8021545, Manufacturing Site: 8021545.